Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Company representative reported customer reportedly received the following results on the active system on a neonate compared to the lab within 10 minutes: 40 mg/dl (active) and 100 mg/dl at the lab. No adverse event reported. Alleged device was returned and replacement was provided.